Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2015; 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an audible alert as the right ventricular (rv) bipolar lead impedance warning was triggered for high pacing impedances. It was noted that svc (superior vena cava) impedance appears to be steadily increasing. The rv lead remains in use. No patient complications have been reported as a result of this event.